Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that during an event involving a patient in cardiac arrest their device's display went blank, but all the lights remained lit on the keypad. The device was also non-responsive when buttons were pressed. This behavior is indicative of a device lock-up condition that could delay or prevent defibrillation. Medical personnel then removed the batteries from the device which resolved the reported issue. The device was then powered on and used for the remainder of the event with no further discrepancies observed. No further details were provided. Physio-control has attempted to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Outcomes attributed to adverse event (check all that apply), the box for "death" in the initial medwatch report was left unchecked and therefore reported as "no." Outcomes attributed to adverse event (check all that apply), the box for "death" in the initial medwatch report should have been checked and therefore reported as "yes."  New information for supplemental medwatch report:  physio-control further examined the customer's device and was able to duplicate the reported issue intermittently.   After extensive testing, however, physio has been unable to determine the cause of the reported issue. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that during an event involving a patient in cardiac arrest their device's display went blank, but all the lights remained lit on the keypad.  The device was also non-responsive when buttons were pressed.  This behavior is indicative of a device lock-up condition that could delay or prevent defibrillation.  Medical personnel then removed the batteries from the device which resolved the reported issue.  The device was then powered on and used for the remainder of the event with no further discrepancies observed.  No further details were provided. Physio-control has attempted to obtain additional information about both the patient and the event; however, no response has been received.